Event description:
It was reported the patient is experiencing ineffective stimulation since approximately (B)(6) 2013. Diagnostic testing revealed impedance readings were within normal limits. X-rays were taken and revealed a lead migration. Reprogramming was able to provide stimulation, however stimulation was not as strong as the patient desires. Follow-up info indicated surgical intervention is not planned at this time and the patient plans to use stimulation as is.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.